Event description:
It was reported that the patient needed help getting their stimulator recharged. The implantable neurostimulator (ins) had not been working and it was causing her a lot of problems. It had been going on for about a year and a half and it had gotten worse to the point where they were not using it. It was doing down her legs and makes her feet hurt since 2014. The patient had not charged her stimulator either. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).